Event description:
The user facility reported a spill in the utility room due to a separated "big blue" housing. The housing contains an activated carbon cartridge for pre-treatment of water used in the system 1e processor. Facility personnel shut off the water supply. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected the system 1e and found the top (cap) of the big blue filter housing separated from the bottom (bowl) of the housing. The customer requested the big blue filter housing be removed. The steris service technician connected the system 1e directly to the user's incoming water supply. The technician ran a diagnostic and processing cycle with no issues noted. The unit was returned to service. Photos of the filter housing cap were evaluated by the manufacturer who noted that the crack observed in the photos were indicative of the bowl being screwed onto the cap and over-tightened. This activity would have occurred when the customer was replacing the big blue carbon filter. The big blue filter and housing is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water pressure and are the responsibility of the users to maintain.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.